Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated reservoir lining was sticking out,o ring was damaged and noticed a piece of plastic was sticking up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.